Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the wash zones and sample buffer pump leaking. Several parts, including the wz manifold, fep tips, 100ul buffer pump, manifold, pre-trig/trig 11.9, and valve, manifold kit were replaced which resolved the issue, as no additional discrepant results have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i2000sr, serial number (B)(6) did not identify any trends associated with the complaint issue. A review of tracking and trending for the wz manifold, fep tips; 100ul buffer pump; manifold, pre-trig/trig 11.9; and valve, manifold kit, did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any potential non-conformances. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr, serial number (B)(6), or the wz manifold, fep tips; 100ul buffer pump; manifold, pre-trig/trig 11.9; and valve, manifold kit, was identified.

Event description:
The customer observed false reactive architect havab-g results generated for multiple patient samples. The customer stated all initial results were around 10 s/co and 10.1 s/co. The repeat results were 0.19 s/co and 0.1 s/co (customer¿s reference range >1.0 s/co is reactive). There was no reported impact to patient management.